Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the extension leg and potentially associated infection cannot be verified due to the sample condition. The implicated product was a 19cm hemostar alphcurve catheter. The product that was returned for investigation was a 24cm hemostar alphacurve. A repair had been made to the venous extension leg with a non-bard repair kit (ref rpk-01/lot mbyy220). The length of the extension leg between the distal end of the repair connector and the bifurcation was 2cm. A blue non-bard clamp was attached to the repaired extension leg. The repair is indicative of damage to the extension leg, but since the damaged portion of the extension leg had been cut away and not returned for investigation, the reported event cannot be verified and the root cause cannot be determined. Some clinical complications, including infection, cannot be verified with the returned sample. One of the warnings in the IFU states, ¿extensions may develop cuts or tears if subjected to excessive pulling or contact with rough edges. Repeated clamping near or on the luer lock connectors may cause tubing fatigue and possible disconnection.¿ evidence of use was observed on the returned catheter. The extension legs were slightly yellowed and tape residue was observed on the extension legs and the bifurcation. The printing on the extension legs was partially worn. Residue was found within the fibers of the surecuff. The dual lumen tubing was not discolored. The catheter had been cut 7cm distal to the 10cm depth mark and the distal tip of the catheter was not returned for investigation. The distal tip may have been retained for testing. The cross section at the distal end of the catheter was microscopically examined and the surface was noted to be glossy and striated, which is consistent with a cut made with a sharp instrument. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the hemostar dialysis catheter inserted on (B)(6) 2016, but presented in hospital in 2 weeks with a slit in one of the lumens at the clamp area. No slit or damage was found during the patient's dialysis sessions prior to the observed damage. It is not known if the clamp did the damage and cut the lumen. The patient acquired line infection and is now in intensive care septic and very unwell. On 06/30/2016-additional information reported by facility: catheter was inserted in theatres (B)(6) 2016. The patient undertook regular dialysis sessions until the (B)(6) 2016 (last dialysis session). On (B)(6) 2016 the clinical coordinator took a call from the surgeon reporting that the caps had fallen off vascath and that the patient would be returning to hospital.